Manufacturer narrative:
Product complaint # (B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please provide more event details? No. How much blood did the patient lose? Unk. Were any blood products or transfusion required? No. If so, please explain. Was it necessary to covert-to-open to control the bleeding? Unk. The surgery changed from endoscopic to open if yes, please explain. What is the current patient status? Stable and left from hospital. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Unk. If yes, please explain.

Event description:
It was reported that during the unknown surgery, after fired, noted the staples were with good b-shape, but the proximal end of vessel was bleeding. Did the ligation hemostasis.

Manufacturer narrative:
(B)(4). Date sent: 03/16/2020. Additional information was requested, and the following was obtained: what was the exact vessel being stapled? The staples were with good b-shape. What was the reason for converting to an open procedure? Unk. Was the conversion believed to be associated with the difficulties experience with device? There was no difficulties experience with device. What is the current patient status? The patient is stable and discharge.